Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing noted that a connector was missing its backshell. Functional testing found that the cable failed testing on the ethernet portion of the cable.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the interface (umbilical) cable was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system displayed that it was connected but not ready following start up. Restarting the imaging system was unable to restore functionality. There was no patient present when this issue was identified. No additional information was provided.